Manufacturer narrative:
It was originally reported that the cot cannot be lowered due to a damaged latch spring and trolley weldment. After further investigation it was found that the cot could still be raised and lowered it was just difficult. This was due to a worn auxiliary lock that kept locking when raising and lowering the cot.

Event description:
It was reported via repair work order that the cot cannot be lowered due to a damaged latch spring and trolley weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was originally reported that the cot cannot be lowered due to a damaged latch spring and trolley weldment. After further investigation it was found that the cot could still be raised and lowered it was just difficult. This was due to a worn auxiliary lock that kept locking when raising and lowering the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.